Event description:
On 8/17/2023, it was reported by an arthrex employee via e-mail that an ar-4500 meniscal cinch could not deploy the second anchor; the anchor did not come loose from the needle. Due to device failure, the surgeon completed the procedure as a meniscectomy on (B)(6) 2023. Additional information received on 8/18/2023: two ar-45700 meniscal cinch failed during this procedure. The first meniscal cinch could not deploy the second anchor; it got stuck in the needle. The surgeon was able to remove the first anchor. A second meniscal cinch was opened, and the same happened; the second anchor could not be deployed as it got stuck in the needle. The surgeon used a scorpion needle to finish the stitch with the remaining suture from the meniscal cinch. The first anchor remains in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection confirmed that the implants were deployed and there was no presence of sutures. Functional testing could not be conducted because the device was missing trocar #1 and the depth stop tab. No problem found.